Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00865, 3005168196-2016-00866. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) devices and an indigo system aspiration tubing (tubing). During preparation for the procedure, while the tubing packaging was being opened, part of the tubing popped out and was contaminated by a non-sterile hand. The tubing was contaminated prior to use and therefore, was not used for the procedure. A new tubing was then opened for the procedure. During the procedure, while attempting to advance the cat6 through another manufacturer's sheath, the physician inadvertently kinked the cat6. The kinked cat6 was then removed and a new cat6 was opened. The physician did not report any resistance, friction or difficulty while advancing the first cat6. However, while attempting to advance the second cat6 through the same sheath, the physician met resistance. At this point, the physician suspected that the sheath was kinked and decided to discontinue use of the penumbra devices and place a lytic catheter in the patient instead. The second cat6 was removed and another manufacturer's lytic catheter was opened. The physician had difficulty placing the catheter and encountered resistance, but ultimately got the catheter placed in the patient and completed the procedure. There was no report of adverse effect to the patient.